Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device functioned properly and passed all operational specifications. Therefore, the reported condition was not confirmed. It was further determined that there was no problem found. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total joint surgical procedure, it was observed that the battery oscillator device kept stopping. There was a ten minute delay to the surgical procedure. A spare device was used to successfully complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.